Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire exhibited difficulty passing though the lead. The lead was not implanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.